Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other incidents. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported hypertension, dyspnea and recurrent mitral regurgitation (mr) appear to be cascading effects of the sdla. The reported patient effects dyspnea, hypertension, worsening mitral regurgitation (mr) and worsening heart failure, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was explanted. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report single leaflet device detachment (slda) and mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mr with a grade of 4. Two clips were implanted, reducing mr to 2. On (B)(6) 2019, the patient experienced shortness of breath and weight gain. On (B)(6) 2019, during a follow-up visit, the patient was noted to have significant pulmonary hypertension and worsening heart failure. It was found that the lateral clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 4. Medication was given and the patient was sent home. On (B)(6) 2019, the patient was re-hospitalized. On (B)(6) 2019, the patient underwent successful mitral valve replacement surgery. On (B)(6) 2019, the patient was discharged in stable condition. No additional information was provided.